Event description:
It was reported to philips healthcare that the device had a frequent alarm and an "ECG connection error" message displayed on screen. There was no pt involvement.

Manufacturer narrative:
(B)(4).